Event description:
A customer reported an issue with their pump, stating that it was damaged and required multiple button presses to operate. There was no adverse impact to the customer¿s blood glucose level. The customer declined all technical support and was awaiting assistance from the support team to determine if a replacement pump was needed, as the current pump was still within warranty.